Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining results of 261 mg/dl and 350 mg/dl on the subject meter. She was comparing the alleged high results to her normal readings/feelings. However, the actual results obtained from the meter's memory were 212, 161, 161, 138, and 354 mg/dl. The reported issue first occurred on four days earlier at 9:00 am. The patient also mentioned that she experienced sweating, fast heartbeat, lightheaded, and had visual difficulty after the reported issue began. The patient reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, the patient was unable/unwilling to answer if the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct, and she was also cleaning the puncture area properly. This complaint is being reported because the patient reported experiencing symptoms suggestive of low blood glucose after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.